Manufacturer narrative:
Additional manufacturer narrative/device evaluation: the review of the manufacturing records for this device verified that this lot met all pre-release specifications. The delivery catheter was returned to gore for evaluation. The device evaluation showed the following: the second deployment line demonstrates damage consistent with a tensile failure. The separated olive shows damage consistent with a tensile failure of the polyimide. This is consistent with the physician¿s report that the olive separated after force was used to retrieve the catheter. The findings from the evaluation are consistent with the physician¿s observations that the second deployment line broke and that the leading olive of the delivery catheter was separated. The root cause for the second deployment line break was determined to be a knot forming on the deployment line. The root cause of the olive separation was attempting to retrieve the delivery catheter through the un-deployed ipsilateral leg.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. After access on the femoral arteries was performed by cut down, a stiff guidewire was inserted and an 18 fr gore® dryseal sheath with hydrophilic coating was inserted from the right side. The trunk ipsilateral leg component was prepared and advanced through the sheath. An angiogram was performed over a pigtail catheter from the left hand side to confirm the infrarenal position before deployment of the proximal portion of the trunk ipsilateral leg component. The proximal portion was then deployed in the proper position. Repositioning was not necessary. The physician then pulled back the pigtail catheter with to cannulate the contralateral gate. As there was some bleeding through the delivery handle of the trunk ipsilateral leg component the physician decided to fully deploy the proximal portion and then reconfirmed the iliac position before deployment of the ipsilateral side. The physician pulled the inner deployment line but resistance was felt and the ipsilateral leg did not open. Additional force was exerted on the deployment line, but this was unsuccessful. The deployment hatch was then opened. Line number 4 was still in place. Then the physician stabilized the catheter to the sheath and asked his assistant to pull the deployment line. When the deployment line was pulled, it immediately broke. It was believed to have broken at the level of the ipsilateral leg. In an attempt to open the ipsilateral leg, the physician moved the delivery catheter several times in an up and down motion, but the ipsilateral leg did not open. The physician then decided to cannulate the contralateral gate and deploy the contralateral leg component. Introduction and deployment of a contralateral leg component over a 12 fr gore® dryseal sheath with hydrophilic coating was performed without incident. Next using an up and over maneuver, the physician attempted to balloon the ipsilateral leg with from the proximal side of the trunk ipsilateral leg component. However, it was not possible to stabilize the guidewire in the proximal part of the ipsilateral leg in order to position the balloon. So, the physician decided to bring the 18 fr gore® dryseal sheath with hydrophilic coating at the level of the distal part of the trunk ipsilateral leg component and to pull down on the catheter. Upon doing this, the leading olive became stuck in the ipsilateral leg and the leg did not open. The physician then decided to create a retroperitoneal access to the patient. The device was clamped and the physician opened the right common iliac artery. The physician attempted to open the ipsilateral leg from the distal end by dilating with scissors. It was possible to open the distal end of the ipsilateral leg a couple of centimeters only. In the meantime the delivery catheter broke and was taken out together with the sheath and guidewire. In the few centimeters of the distal portion that was open, a guidewire and a 10 mm pta balloon was inserted. This made it possible to partially open the constrained portion of the ipsilateral leg. So, using a scalpel, the physician cut of the deployment line and opened the remaining portion of the ipsilateral leg. The access to the right common iliac artery was then surgically closed. The infrarenal position of the device was then checked. Due to the manipulation, the trunk ipsilateral leg component had moved distally a few millimeters. Also, due to the manipulation at the distal end of the trunk ipsilateral leg component, the endoprosthesis was damaged. Therefore the physician cut off approximately 2 centimeters. In order to have a good outflow, the physician implanted an iliac extender component. An 8 mm abbott absolute pro stent was also implanted at the proximal portion of the femoral artery. The patient tolerated the procedure.